Event description:
During the implant procedure, the patient experienced hemoptysis. The sensor was implanted using a non-abbott guidewire. After implant and calibration of the cardiomems sensor, the patient began coughing blood. The patient experienced no adverse consequences. A perforation was identified in the left pulmonary artery. The physician noted the perforation was caused by the wire. The patient was stabilized by the clinic staff following the hemoptysis.

Manufacturer narrative:
Additional information: a1, g3, h2, h3, h6. No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.